Event description:
In 2001, the user facility's or supervisor informed the manufacturer's sales representative of the following: blue boot loose and introducer sheath wouldn't peel the device was discarded at the user facility and will not be returned.